Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) artery with moderate tortuosity and mild calcification. On (B)(6) 2018, the patient presented with chronic stable angina. Pre-dilatation was performed with a 2.5 x 12 mm nc trek balloon catheter. A 2.5 x 38 mm xience xpedition stent was deployed. Post-dilatation was performed with a 2.75 x 12 mm nc trek balloon catheter. The final result was good and timi 3 flow was established. Patient was prescribed medication and was compliant with the dual antiplatelet drug therapy (dapt). On (B)(6) 2018, the patient was re-admitted for chest pain. Angiography showed the 2.5 x 38 mm xience xpedition stent that was previously implanted in the lad had in-stent restenosis. An unspecified drug-coated stent was implanted for treatment. The patient was 100% compliant with the dapt. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.